Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient reported her skin is itching at the back and is red with pimples. There was no alleged device malfunction contributing to the irritation. The patient was prescribed fensitil ointment by the rehab physician. Outcome of the condition is unknown.